Event description:
Legal case-USA. Patient ID: (B)(6). It was reported that approximately 151 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and synovitis. Op report noted poly had severe wear pattern and pulsed. No further issues or complications were reported. No additional information is available. Product information. 02-012-35-6011 logic tibia ps mod insrt sz 6 11mm (B)(6) (fm: prosthesis wear). ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k093360. UDI:(B)(4). Concomitants: unknown. Femoral component (fm: loosening). Product: 9999. 510k: n/a. UDI: n/a . Product code: jwh. X-ray: no. Operative notes: no . Concomitants: unknown.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.